Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00186, serial/lot #: (B)(6). Software logs were received and analyzed. It was determined that this was not a software issue and that the software was functioning as designed. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system produced two exams that were inaccurate. From a midline standpoint, it showed accuracy, however, from an anterior and posterior point it was not accurate. The total delay was approximately 45 minutes. There was no impact on patient outcome. Additional information was received. They were off medially and laterally.